Event description:
While using a byte day aligners, patient reported that their upper right canine is still turned in and sitting behind their upper right lateral incisor. Their upper canine hits the lower canine as they bite down. Asking patient for end of treatment information and photos to determine if additional alignment is needed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.